Event description:
It was reported that the intraocular lens (iol) had sticky haptics sticking to the edge of he optics or at the back of the iol. No patient injury was reported and the lens was implanted successfully.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event: unknown. Implant date: unknown. Explant date: if explanted, give date: na (not applicable). The lens remains implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. All pertinent information available to the manufacturer has been submitted. Placeholder.